Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The reported cable device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As preventive measures, the cable instructions states ¿do not use the hf cable after one year of use. ¿visually inspect the cable and the plugs for irregularities on the surface. And do not use a cable with brittle or defective insulation. Replace the cable. Use only compatible equipment listed in the instructions, and the maximum output voltage of the hf unit must not exceed the lowest maximum rated voltage of any of the hf components used during the procedure."

Event description:
Olympus was informed that during an unspecified procedure, the active cord sparked and blew apart. There was no flame observed. It is unknown if the intended procedure was completed. There was no user/patient injury reported.